Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the archive was performed and found user advisory (ua) 42 (force overload tripped) error message occurred on the reported date (B)(6) 2016; thus confirming the reported complaint. The platform was functionally tested and the autopulse platform exhibited ua 42 (force overload tripped) error message upon powering on, thus confirming the reported complaint. Further investigation indicated load cell modules were damaged. Replacing load cell modules remedied the reported complaint. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. In summary, the customer's reported complaint of the platform exhibiting ua 42 was confirmed during archive review and functional testing. The root cause was attributed to defective load cell modules. After load cell modules were replaced the autopulse platform passed all the testing and meets all required specifications.

Event description:
The crew responded to a call for a man down who was in cardiac arrest. There were no signs or symptoms of trauma. The cardiac arrest was witnessed. The patient was down for approximately 5 - 10 minutes. Bystander CPR was performed during that time until the crew arrived. Upon arrival, the crew started the set up the autopulse platform. Upon powering up, the platform displayed user advisory (ua) 42 (force overload tripped) error message. The crew tried to readjust patient but the error message still occurred. The platform was restarted multiple times; however, the crew was unable to clear the error message. The platform did not perform any compressions. The use of autopulse platform was aborted and the crew reverted to manual CPR. Rosc (return of spontaneous circulation) was achieved after defibrillation.